Event description:
Customer reported that system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu motherboard. System operates as intended. This MDR is related to ge healthcare complaint.